Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc). The physician opted to perform programming enhancements. No adverse patient effects were reported. This device remains in service.